Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine, dilaudid, morphine, and another drug at unknown concentrations and dosages via an implantable pump for stenosis and spinal pain. It was reported that no matter what medication was tried in the pump, it did not satisfy the patient¿s pain or it made the patient sick. Several medications including a numbing agent were tried. The pump was removed in (B)(6) 2015. Additional information was received from a healthcare provider (hcp). The pre-procedure diagnoses related to the pump included migration of the subcutaneous left abdominal wall pain pump with friction against the skin, non-functioning pain pump, and status post intrathecal catheter placement with pain pump subcutaneous placement at the left wall in 2012. Other pre-procedure diagnoses include: chronic low back pain, bilateral lower extremities pain, degenerative disc disease at multiple levels of the lumbar spine, bulging disc disease at multiple levels of the lumbar spine, fact joint arthropathy at multiple levels of the lumbar spine, hypertension and hyperlipidemia, coronary artery disease, percutaneous epidural spinal cord stimulator x2 octad leads, bilateral lumbar radiculopathy, degenerative disc disease with osteophytic complex at l2-l3 through l5-s1, osteoarthritis at multiple joints, mainly hips and knees, bulging disc disease at l2-l3 through l5-s1, facet joint arthropathy of bilateral l2-l3 through bilateral l5-s1, right sacroili tis, neural foraminal stenosis of bilateral l2-l3 through bilateral s1. The patient was complaining of friction of the pain pump at the left abdominal wall against the skin for almost eight months. The patient had the intrathecal catheter with the pain pump implanted subcutaneously at the left abdominal wall in 2012. It was reported that the pain pump was working fine at the beginning until the patient started to feel sick with all medication in the pain pump with nausea and feeling of throwing up. In the last eight months, the patient noticed the pain pump was sticking against his skin and rubbing against skin at the left abdominal wall, which was bothering the patient. The patient wanted the pain pump out with the catheter out of the body and to keep the stimulator. The catheter and pump were removed. It was noted that the pump originally had 1 mg/ml duramorph at a dose of 70 mcg/day. It was also noted that the implant procedure occurred on the right abdominal side and the explant procedure occurred on the left abdominal side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.